Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the consumer indicated the pump was alarming or beeping. The patient needed to have the pump filled but did not have a health care provider (hcp). The hcp that used to fill his pump was no longer doing pumps. The consumer requested a list of physicians. The consumer called the hcp for a refill, but they stated they were not able to do a refill because the patient's pump was dry. "The lady" at the hcp told the consumer there was a possibility of him dying. When asked when the last refill was, the consumer said "(B)(6)" but then said he could not remember. The consumer called hcps on the listings, but no one had called him back yet. The patient wanted the device manufacturer to assist in getting the pump refilled. If they could not find someone to refill the pump, the patient would have to get the pump removed. There were no symptoms reported. The indications for use were non-malignant pain and chronic low back pain. The system was delivering morphine. The concentration, dose, and lot number were unknown. The steps taken to resolve the pump alarm/beep were unknown. If additional information becomes available, the event will be updated.